Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. From (B)(6) 2015 max rv capture threshold measured between 2.375 and 2.5v lead impedance is within range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Interrogation of the device revealed there was high thresholds and low impedance on the right ventricular (rv) lead. There was a fear of perforation caused by the rv lead. The lead was explanted and replaced. After intervention there was no perforation noted. The patient is enrolled in the wrap-it post-market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead exhibited perforation and measured out of range pacing impedance. The rv lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.